Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issue for which zimmer implemented a correction in 2009. Should add'l info become available that change this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of durom/mom system. It was reported by the pt's counsel that his client received a left hip implant on (B)(6) 2008 and underwent revision on an unk date due to pain. Psuedo-tumour caused by metallosis. Nb: since the revision date has not been provided, for data entry purposes, the date when zimmer was made aware of the complaint, was entered as the occurrence date.